Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During seventh inflation at 12 atmospheres for 30 seconds, the balloon ruptured in a pinhole from at the middle. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.